Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va02wws, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a pull in her neck the day of the report and left sided neck pain. The patient stated it could be related to the implant. The patient had intermittent neck pain which worsened. The patient was to have an x-ray to visualize the skull, neck and chest to look for kinked wires or anything abnormal. It was further reported that the patient was at the emergency room on the day of the report and was having problems. The patient had head and shoulder pain and felt ¿loopy¿ and nauseated. The symptoms had been coming and going but the start date was unknown. There were no falls or traumas. It was stated that the patient¿s husband thought the ER visit was related to the device because she had never felt this way before. Additional information noted the patient was scheduled to meet with her healthcare provider (hcp) on (B)(6) 2013. Additional information stated the patient could feel the wire in her neck. It was noted the patient had first noticed this a ¿little while¿ prior to follow-up. It was stated there were no known accidents or incidents related to this condition. Additional information reported the patient was not feeling her stimulation ¿like she should be¿ and that she was not ¿feeling it as well.¿ it was noted this had occurred for the month prior to follow-up. The patient reported her hcp was about to put her in the hospital at the time of follow-up. No additional information was provided at that time. The patient was redirected to her hcp. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a lot of pain in her neck and in the area of the extension. The patient was also reported as feeling ¿out of it,¿ weak, tired, and dizzy. In addition, the patient was stated as having had a headache, diarrhea, and increased shaking and mumbling. It was stated that the shaking seemed to be related to the patient¿s therapy, but it was also said that the patient¿s therapy could have been worse because the patient was sick. It was noted that the impedances of the device were found to be normal and an x-ray showed no signs of any breaks in the system. Additional information received reported that the cause of the event was unknown.